Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly had bends approximately 29.5 cm, 120.0 cm and 130.0 cm from the proximal end. The mid-joint of the pusher assembly was slightly distal to the friction lock of the introducer sheath. The embolization coil was intact with the distal detachment tip (ddt) of the pusher assembly. The embolization coil had offset coil winds on its proximal end. During functional testing, the smart coil was able to advance out of its introducer sheath with minor resistance. The smart coil was also able to advance through a demonstration microcatheter with minor resistance. Conclusions: evaluation of the returned smart coils revealed offset coil winds on the embolization coils. If the introducer sheaths are not seated properly within the hub of its parent catheter, resistance may be experienced when attempting to advance the device. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. Further evaluation revealed bends and kinks along the length of the pusher assemblies. The bends and kinks may have occurred if advancing the device against resistance or during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00204.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00204.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using penumbra smart coils (smart coils). During the procedure, while attempting to insert a smart coil into a non-penumbra microcatheter, the physician experienced resistance and the smart coil would not advance within its introducer sheath; therefore, it was removed. The physician then attempted to insert a new smart coil into the microcatheter; however, the same issue occurred, and therefore, the smart coil was removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.